Event description:
According to baxter a registered nurse at a dialysis center reported that a titanium adapter had become loose from a transfer set and had leaked. At the time, the patient was in dwell and had 3000 ml of diaylsis solution intraperitoneal. The patient closed the connection non-aseptically, therefore, the patient was treated with antibiotics prophylacticy (cefazoline, 1g intraperitoneal and tavanik, 250 mg orally). The patient had been using peritoneal dialysis since oct 1998. The transfer set was connected to the catheter in dec 2005. The current status of the patient is unknown at this time.